Event description:
It was reported that the atrial lead had high impedance and noise was seen on the lead. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1346t, competitor implantable pacing lead, (B)(6) 2001; addrl1, implantable pulse generator (ipg), (B)(6) 2010. (B)(4).